Manufacturer narrative:
Additional information: h3, h6 and h10. The device was evaluated on site by a qualified technician. During evaluation, the qualified technician noted that the base body of the wet tray was cracked. The reported condition was verified. To resolve the issue, the base was replaced. Function testing was performed with no issues noted. The qualified technician additionally found that the base to the top body of the machine was not properly secured to the base and the top body was bent. This was caused by some screws fixed to the body were loose. In addition, two photos were also provided for evaluation. The first photo showed that the top body was slightly leaning forward, approximately less than 5 degrees. Based on the photo it¿s unlikely that this represents a risk of the machine tilting over. The second photo showed the joint between the stand and the top body of the machine where two screws out of four were loose. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex machine, a crack was observed on the base body of the wet tray. There was no patient involvement. No additional information is available.